Manufacturer narrative:
Correction: after further review, this report was found to be a duplicate of MFR# 1911916-2022-00069. This complaint will be cancelled.

Event description:
It was reported that white, paint-like foreign matter was found on the shaft of the bd¿ blunt fill needle with filter. The following information was provided by the initial reporter: "upon removing the red cap, it was observed that a white paint/coating was present on the needle. It appears to have been dipped in the paint. It is hardened and raised on the needle shaft."

Event description:
It was reported that white, paint-like foreign matter was found on the shaft of the bd¿ blunt fill needle with filter. The following information was provided by the initial reporter: "upon removing the red cap, it was observed that a white paint/coating was present on the needle. It appears to have been dipped in the paint. It is hardened and raised on the needle shaft."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.